Event description:
It was reported that the low voltage lead was damaged while fixating. The lead was not used and replaced. The patient was in stable condition.

Event description:
New information received notes that the low voltage lead was intended to be implanted at the right atrium. The atrial lead was damaged while suturing prior to pocket closure.